Manufacturer narrative:
This report is submitted on june 08, 2023.

Event description:
Per the clinic, the patient experienced an infection at implant site and subsequently was treated with IV antibiotics (specific date and duration not reported), however, the issue did not resolve. The patient then underwent a revision surgery (specific date not reported) to have the site cleaned. It was also reported that open circuits were noted on all electrodes, resulting in the decision to explant the device. The device was explanted (specific date not reported), and there are no plans to re-implant the patient with a new device as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent a skin flap revision under general anesthesia on (B)(6) 2023 due to extrusion of the electrode lead. This report is submitted on september 4, 2023.